Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device and attached pictures confirmed the stated failure mode. The device was returned with only the outer box, chart-stixs and IFU. One of the chart-stixs was missing. The inner pouch and tray were not returned but pictures were provided of the inner pouch which showed the torn label. The label must be torn to remove the device from the pouch. The device had numerous scratches on the surface particularly on the attachment end where it appeared to show signs of attempted use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include user error or improper storage and handling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a trauma procedure, the surgeon wanted to use a intertan 10s 10mm x 18cm 125d for a hip fracture case. When the or circulator opened the sterile boxed nail, the white sticker on the clear nail wrapper was found partially peeled and there were scuff marks on the nail. Instrument outside the patient. The procedure was completed without delay using a s+n back up device. Patient was not harmed.